Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11 corrected fields: h6 (component codes) and h6.

Event description:
N/a.

Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation a gas loss can occur due to one or more of the following probable causes in the iab circuit. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hour dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period is greater than or equal to 80 milliseconds and the deflation period is greater than or equal to 250 milliseconds. Causes of gas loss in iab circuit 1 leak or blood in catheter balloon or extender tubing 2 kinks and or occlusions in the iab

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that, while using sensation plus 8fr. 50cc intra-aortic balloon pump (iabp), after a few hours of balloon pump support cardiosave iabp gave a gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 (telephone): (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h11. Corrected fields: d4 (lot, exp date), g7.

Event description:
N/a.